Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings:a review of the black box indicated several loss of prime warnings had occurred. The pump powered on normally and successfully completed ezprime steps with no loss of primes occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings; the pump performed within specifications. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.